Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8578, lot# n116751, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was later reported the motor stall did not recover and the pump was replaced.

Event description:
It was reported there was a critical alarm due to a motor stall. The pump had been alarming for several days and upon interrogation it was found a pump motor stall had occurred. It was reported the stall recovered after more than 2 hours, but it also was reported the stall never recovered. Pump replacement was planned for (B)(6) 2013. The patient had experienced withdrawal symptoms. The pump was being used to deliver sufentanil and bupivacaine. Additional information was requested but was not available as of the date of this report.